Event description:
Facility reports that over the weekend the patient noticed that the tubing had separated from the patient connector. The patient at this time did not notify the facility but reconnected the tubing by themselves.the patient then subsequently developed peritonitis on the following day and was hospitalized. Sample is avaialble for evaluation. Cultures taken have grown gram positive and negative rods. Patient is currently undergoing antibiotic therapy.